Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The september 2013 navilyst medical complaint report was reviewed for the product families of convenience kits and fluid delivery sets for the failure mode of "air bubbles." No adverse trends were identified. Visual inspection of the returned fluid delivery set (fds), noted a void in the bond of the male luer lock onto the tubing. No other visual defects were noted to the returned assembly. Functional testing with air and with water confirmed a leak at the fitting bond location on the fds. The root cause for this defect is insufficient bonding adhesive; the responsible employees failed to follow proper navilyst medical bonding procedures. The employees involved in the production of the identified component have been made aware of this report and re-trained on the applicable procedures. Manufacturing process controls for the fluid delivery sets include visual inspection for, but no limited to, product assembled per drawing, voids in tubing bonds, unseated tubing and damage to tubing, fitting, spike chamber and roller clamp, ((B)(4)).

Event description:
As reported by navilyst medical's distributor in (B)(4), the end user hospital indicated that air came in from the bond site of the blue striped tubing and male luer lock on a fluid delivery set. The set was packaged within a navilyst medical convenience kit. The issue was noted during prep, therefore no air was injected and there was no patient injury. The used device has been returned to navilyst medical for evaluation.